Event description:
It was reported that pump displayed cartridge alarm 20 while customer was using pump, and there was no information that event occurred during cartridge load process or had been reported previously with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to load new cartridge using proper technique, was able to successfully load cartridge and resume insulin therapy, and issue was resolved; no additional information was available regarding cartridge lot number.